Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and cracked case near display window corners. All the buttons did function properly. However, moisture damage was noted on the keypad traces.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 133 mg/dl. She stated that the insulin pump was worn on her wristband and that it was warm outside and that the insulin pump may have been exposed to perspiration. Nothing further was reported.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.